Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. The pump was unable to perform the displacement test due to missing segments. The pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call of a display anomaly from the insulin pump. The customer's blood glucose reading was 120 mg/dl. The customer stated that she got out of the shower and her pump was lying in the sink. The customer stated that part of the screen has a vertical line and it looks cracked on the inside. The customer was unsure of how the damage occurred. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.